Event description:
It was reported that the medtronic pacemaker system was removed due to infection. Cultures were done which showed growth of staphylococcus aureus. The physician suspected the infection could be related to the patient¿s previous generator change procedure. The patient¿s condition remained stable throughout the procedure. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).